Event description:
Boston scientific received information that this atrial lead was exhibiting a lot of noise which caused inappropriate atrial tachycardia response (atr) episodes to be stored. Additionally, threshold measurements are slightly elevated. A lead fracture was suspected and a revision procedure was performed. The lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.